Event description:
When the physician was attempting to implant a cypher stent after already implanting two others, the stent became dislodged. The physician was unable to retrieve the stent with a snare out of the artery. The physician then ballooned the stented area, and was able to squeeze and dilate the stent that became dislodged against the vessel wall. The stent came off the balloon and it stayed along side the other stent. There was no harm to the patient and the patient is doing fine.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within 30 days upon receipt.